Manufacturer narrative:
The device was received fully deployed. Cracks were observed on the top housing of the return device. The downloaded data did not show any data anomalies that could indicate the device struggled to deliver insulin. No other damages were observed with the device that could affect insulin delivery. Therefore, the device was found to operate properly as the cracks did not affect the device functionality. Additionally, the needle mechanism was inspected and found damages to the slide insert and one side of the mechanism rails. Although damage was found on these components, it cannot be conclusively determined whether this affected device functionality as the device was able to fully deploy and operate as intended without any abnormalities in the data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 288 mg/dl, while wearing the pod between 4 and 24 hours, while wearing it when it was removed from the infusion site.. For treatment, the patient changed out the pod for a new pod.